Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise over-sensing and right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.

Event description:
New information noted that the patient was presented to the hospital for lead revision. During the procedure, both the right ventricular (rv) lead and the right atrial (ra) lead was visually found to have insulation breach. The rv lead and ra lead were explanted and replaced. The patient was stable post procedure.